Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens on (B)(4) 2010 in pt's right eye. The lens was explanted on (B)(4) 2010, due to excessive vault and elevated iop. The lens was exchanged for a shorter lens. Pt's last visit on (B)(4) 2011, bcva was 20/25.

Manufacturer narrative:
(B)(4).